Event description:
Pt had combined surgical procedures in 2001 including low anterior resection and rectopexy. Postop CT scan showed presacral fluid collection, appearing to be fecal material. Returned to surgery nine days later for exploratory laparotomy, diverting iliostomy.